Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and upon testing the unit, the stm was unable to duplicate the reported failure. However, the stm observed fault code #108, which suggested a possible issue with the front end circuit. The stm replaced the front end board as prescribed by the service manual, then calibrated to factory specifications. The iabp unit passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was initially reported as "not working". It was later clarified that the iabp was working properly and then an alarm sounded and displayed "internal communication failure." They turned the iabp off and rebooted it, and the iabp worked for 20 minutes and then alarmed once again. Additionally, it was also clarified that the failure observed by the end user was that the ECG, ibp, and all numeric information stop displaying and the iabp went into system failure during use. The iabp was swapped out the new iabp worked fine. There was no harm done to the patient, and no other adverse event was reported.

Event description:
It was reported by customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was initially reported as "not working". It was later clarified that the iabp was working properly and then an alarm sounded and displayed "internal communication failure." They turned the iabp off and rebooted it, and the iabp worked for 20 minutes and then alarmed once again. Additionally, it was also clarified that the failure observed by the end user was that the ECG, ibp, and all numeric information stop displaying and the iabp went into system failure during use. The iabp was swapped out the new iabp worked fine. There was no harm done to the patient, and no other adverse event was reported.